Event description:
A 5 mm x 12 mm racer biliary stent system was implanted to treat a renal artery lesion with 90% stenosis. It was reported that the physician did not pre-dilate. Using a guide catheter, the physician was able to get the tip of the delivery system through the ostium of the renal artery. It was reported that as the physician was advancing the delivery system, it was observed that the racer stent was coming off the balloon. Upon withdrawal of sds, the stent continued to move on the balloon. The physician snared the stent and removed everything as one unit. The stent was reported to be mangled. The physician pre-dilated the vessel and completed the procedure using a bigger size stent from a different manufacturer. The device was discarded and will not be returned. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Conclusions: lack of info (device not returned; no cds, films or operative reports were provided). (Required secondary intervention).